Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of ams via merlin.net transmission. Review of the episodes revealed competitive atrial pacing causing inappropriate ams. Rv lead dislodgement was also suspected. The rv lead is competitor's lead. The cause of the lead noise could not be determined with isometrics and other testing. X-ray did not show lead dislodgement. The lead will continue to be monitored.